Event description:
Caller reported difficulty in pressing the quick bolus/wake button on the pump, which often required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to apply a specific technique to press the button, but the issue persisted. Customer reverted to using an alternate method of insulin therapy.